Event description:
It was reported the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous, moderately calcified circumflex (cx) artery. A 10mmx3.25mm wolverine cutting balloon was advanced to the lesion. The balloon was inflated but ruptured before hitting nominal pressure. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination was performed on the returned wolverine device which revealed the balloon was unfolded which indicates that the balloon was subjected to positive pressure. Blood within the inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was noted escaping from a balloon pinhole leak approximately 1mm proximal to the proximal edge of the distal markerband. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the damage identified. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous, moderately calcified circumflex (cx) artery. A 10mmx3.25mm wolverine cutting balloon was advanced to the lesion. The balloon was inflated but ruptured before hitting nominal pressure. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported.